Event description:
Hcp reported that about 6 weeks post implant, the pt was noted to have some fluid draining from the pump wound. This had developed shortly after going home and persisted despite local care. The hcp stated "when they saw the pt, they were able to visualize the pump through a 2mm fistula. There was some purulent fluid emerging from the wound." The pump was explanted and returned to the MFR for analysis. A follow-up report will be sent when additional info received.